Manufacturer narrative:
Patient identifier: (B)(6). Patient weight is unknown. Exact date of post-operative symptom onset is unknown. (Other): partial UDI number: (B)(4) lot unknown. The original implant procedure was performed on an unknown date in 2013. Per facility, the complainant parts have been discarded and are no longer available for evaluation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal procedure on (B)(6) 2016 due to reports of nerve pain. The patient was originally treated in 2013 via a two-level anterior cervical discectomy with fusion (acdf) procedure that involved the insertion of a cervical spine locking plate (cslp), six (6) quick lock screws, and two (2) depuy spine cages. On an unknown date, the patient reported experiencing nerve pain. The hardware was successfully removed and a corpectomy with revision to a synmesh cage was performed on (B)(6) 2016. During the procedure, an issue was encountered with a self-retaining screwdriver. However, the procedure was completed with only a three (3) minute delay. This report will address the reason for revision only (nerve pain). The reported intra-operative issue with the screwdriver will be captured in and reported under linked (B)(4). Concomitant device reported: depuy spine bengal cages (part: 1873-01-105 / lot: unknown / quantity: 2). This report is 5 of 7 for (B)(4).